Manufacturer narrative:
Analysis results: the device was received by the qe with original inner pouch and outer carton with original labeling adhered. The labeling confirmed the device is a 1884006em rotatable fusion blade, rad 40 from lot # 69491200, and an expiration date of sept 03, 2012. It was observed that the inner and outer blades extended beyond the tube and beyond their proper placement. The sample was further examined under magnification and it was observed that the spiral wrap had unwound and broke at the 2nd wrap. The hub was examined and it was observed that there were channels carved into the lower part of the outer blade hub. These indentations and channels are most likely caused by incompletely loading the blade into the handpiece and then setting the locking mechanism. The channels can be caused by pulling on a blade that is not set completely into the handpiece and locked in. This same pulling on an improperly loaded blade can exert the axial force which compromises the integrity of the spiral wrap. The root cause for this complaint is most likely use error. The manufacture date previously reported was incorrect. The correct manufacture date is november 2010.

Event description:
It was reported that the spiral break occurred when attempting to connect the fusion blade to the m4 handpiece. Once it was determined that the blade could not fit the handpiece, the procedure was continued with another new blade. Reportedly, there was no observation of fragments. Patient age, weight and gender were not available for documentation. There was no report of impact or injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and product evaluation is currently underway. Evaluation result: results pending completion of evaluation; conclusion: conclusion not yet available, evaluation in progress. Device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces. Blank spaces on this report are the result of the complainant or the user facility not providing further information. This product is used for therapeutic purposes.